Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons had a delayed, intermittently response and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no damage was observed. During investigation, all of the keypad buttons responded appropriately. The original complaint of the up arrow and down arrow keypad buttons' delayed, intermittent response was not confirmed or duplicated during testing. There was evidence of contamination found under all keypad contacts.